Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink was observed on the mapping catheter when removed from the packaging. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.